Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda), adverse reaction event (B)(4), and not reported directly to medtronic by the customer, that while in use on a patient, this 840 ventilator had a sudden power "failure." The ventilator was not made available to medtronic for evaluation. The customer reported that the unit was back to " normal use". Good faith efforts were made to obtain additional details, but no further information was provided by the customer. The reported event of "sudden power failure" could not be confirmed, or its cause determined. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event (B)(4), and not reported directly to medtronic by the customer, that while in use on a patient, these 840 ventilators had a sudden power "failure." The patient was removed from the ventilator, manually ventilated with a ventilator bag, and then placed on an alternate ventilator without injury.